Manufacturer narrative:
Retainer = clear. The pump passed the displacement test however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace/history files using thus. Pump error 63 (variable 3) alarms [(B)(6) 2021 at 11:07 and 11:22 pm] are found in the downloaded history file are due to broken trace at pin 6 (sda) u1 on the keypad assembly. A test p-cap does lock into place inside the reservoir compartment properly. The pump was received with scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.